Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the port. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed which revealed a tear at the lower left edge of the bag. Magnified inspection was performed and tear/hole was observed at the lower left edge. Functional testing was performed which revealed a leak at the lower left edge of the bag. The reported problem was verified. The cause of the hole was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.